Event description:
It was reported that the "up" arrow button will stick and cycle through the screen. The pump is reportedly worn in the patient's pocket.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. The up arrow button was intermittently responsive, was sticking, scrolling and was misaligned. The keypad buttons did not spring back and click back normally. There was evidence of keypad corrosion found under all key contacts.